Event description:
It was reported that 2 bd¿ luer lok syringes had foreign matter. The following information was recieved from the initial reporter and translated to english? Today we received a complaint from our production department about the luer lok syringes 20 ml. Twice they had to throw away a syringe that contained a contamination in the plastic.

Manufacturer narrative:
H6: investigation summary: one photo displaying the reported syringe was provided. Through visual inspection, white dots can be observed within the barrel of the syringe. These are air bubbles area molding defect that are embedded within the barrel. A device history review was performed for lot 2304731, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed for lot 2304731 and machines were verified to be operating within required limits. Retained samples of the sample lot were used for additional evaluation. The product were visually inspected and no molding defects or air bubbles within the barrel wall were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this can occur during the molding process due to a lack of compaction which can cause the material not to fully spread and generate the air bubble as seen in the photo provided.

Manufacturer narrative:
E.1. Initial reporter phone (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ luer lok syringes had foreign matter. The following information was received from the initial reporter and translated to english? Today we received a complaint from our production department about the luer lok syringes 20 ml. Twice they had to throw away a syringe that contained a contamination in the plastic.